Event description:
It was reported that the camera head had static/distorted image. The issue occurred during a diagnostic procedure. There was no report of any patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus repair site for the evaluation and the reported problem was not able to be duplicated or reproduced. However, during the device evaluation failed water leak test due to crack in video connector was observed. Based on the results of the investigation results, a definitive root cause of the reported phenomenon cannot be identified. Olympus will continue to monitor field performance for this device. Supplemental report(s) will be submitted should any relevant new information is available.

Event description:
It was reported that the camera head had static/distorted image. The issue occurred during a diagnostic procedure. There was no report of any patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.